Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error. The insulin pump alarmed during the prime process. The blood glucose reading is 213 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test. The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Unable to perform the excessive no delivery test due to protruded/loose drive support disk. The motor was tested outside the device and passed motor test. The insulin pump received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.